Event description:
Inappropriate shocks due to noise; setscrew issue.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is maximo dr. Model # is 7278. Only page 1 of medwatch 3500a form received along with signed letter from risk manager stating event does not meet the user-facility reporting guidelines. Evaluation summary: no anomalies found.